Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Pain: unable to observe, since it is not related to the device. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported, right side removal of implants, due to "pain in the breast area". And "limited possibility to move". Patient later reported, implant rupture. Discovered via MRI. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed 1 opening assessed as unidentified (tear) opening. (Shell thickness was within specification). ¿ pain: unable to observe as it is not related to the device. As per the investigation procedure, particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side removal of implants due to "pain in the breast area" and "limited possibility to move." Patient later reported implant rupture discovered via MRI. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported right side removal of implants due to "pain in the breast area" and "limited possibility to move." Patient later reported implant rupture discovered via MRI. Device has been explanted and replaced.